Manufacturer narrative:
(B)(4).

Event description:
Got the kit out for training at min and one of parts is very stiff and needs some attention. Some good lubricant may do job, but it is rather stiff at min to turn nut below.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.